Manufacturer narrative:
(B)(). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device exhibits signs of repeated use and anterior section of the post has been fractured off. All pieces were returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.